Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2025. A driveline fault associated with a yellow wrench advisory was active for the duration of the file. Additionally, intermittent low flow alarms were noted in the log file that appear to have resolved on their own. There do not appear to be any indications of a device related issue. A variety of factors can affect pump flow, including patient conditions. These events did not appear to impact pump function, and the pump appeared to operate as intended above the lsl for the duration of the file. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a log files review displayed multiple consecutive strings of yellow wrench / driveline disconnect alarms during the full length of the log file history as previously reported on (B)(6)2024 (MFR: 2916596-2024-07155). The log revealed consecutive strings of driveline fault alarms during the ~17-day length of the log file history. It appeared there was a potential degrading / broken conductor-wire connection in phase c within the driveline.